Event description:
It was reported to philips that the therapy socket had been knocked inward. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that the philips repair bench evaluate the noted issue. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy port. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the therapy port. The therapy port was replaced to resolve the noted issue. The device passed all performance assurance tests and was returned to the customer. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.